Event description:
It was reported that the patient had an initial surgery approximately 6 months ago. Subsequently, the poly disassociated from the humeral tray about 3 weeks ago. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 110031422, bearing +3 mm thickness 40 mm diameter, lot # 64489347. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02579.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the returned products identified there is wear on poly bearing on inside and outside of part. Noticed scuff mark inside of tray. Chamfer on part matches print. Radiographs show there is subluxation of the glenohumeral articulation of the reverse-type left shoulder arthroplasty, malalignment is noted secondary to the polyethylene displacement. There is metal-on-metal contact at the inferior articulation of the implants consistent with polyethylene displacement. There is no fracture or evidence of loosening. Implant fit is maintained. Bone quality is osteopenic. No other concerns are identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.